Event description:
During a robotic assisted laparoscopic hysterectomy, while the surgeon was operating the vessel sealing device, it failed to engage in order to seal the vessel. Another device was opened.